Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-01615. Follow-up identified surgical intervention was undertaken during which the patient's entire system was explanted.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-01615. Additional follow-up indicated the patient also required a thoracic MRI which justified the previous system explant.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-01615. It was reported patient experienced ineffective stimulation after bending over. Diagnostics indicated high impedances on the lead. Reprogramming was attempted to no avail. The issue was attributed to the right lead having migrated. Surgical intervention will be undertaken to address the issue.